Event description:
A malfunction alarm was reported, identified as malfunction 0, with fault ID 0x208b. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided further instructions, stating the customer could continue using the pump and advised them to call back if the malfunction code recurred.